Manufacturer narrative:
The distributor replaced the flow sensors, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor performed a checkout of the equipment and discovered the unit was unable to initiate mechanical ventilation. There was no report of patient involvement.